Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece. X-ray examination found the inner coil at the connector region was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to over torqued inner coil at the connector region. The cause of the reported event was due shorting between conductors cause by over torquing the inner coil at the connector region.

Event description:
It was reported that, loss of capture was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve this event. The patient was stable with no consequences.